Event description:
It was reported that the patient developed an infection at the pocket site. Symptom of pain was noted. It was unknown what caused the infection. The patient was prescribed antibiotics. The patient underwent a revision procedure wherein the battery was washed out and physician decided to keep battery in the same spot. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.